Manufacturer narrative:
No products have been received by the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cervical spine procedure. It was reported the surgeon was doing a c5-t2 posterior cervical fusion. The patient had anterior cervical hardware in, as well as the mccullough retractor which gave some scatter on the initial spin. The physician placed the spinous process clamp onto c4 and did the first spin, and then placed lateral mass screws at c6 and c7 bilaterally. Upon putting in the right t1 screw, the medtronic representative (rep) noticed the frame was bumped by the navlock tracker on the navigated 2.4mm infinity drill bit. The rep suggested a respin. The surgeon placed the 4.5 x 26mm infinity screw into t1 in the previously drilled and tapped hole. When moving to the other side of t1 to begin the screw process on that side, the surgeon looked at the framed clamped onto the spinous process and confirmed he thought the frame was loose. The rep suggested to reposition the frame, ensure it was secure onto a spinous process, and respin before placing any additional hardware. After the second spin and upon looking at the placement of the screws, c6 and c7 bilaterally looked great, and the screw that was placed at t1 breached the medial wall of the pedicle and the body. The surgeon removed the screw, and replaced it after the se cond spin and placed screws bilaterally into t2. Due to the placement of the frame and angle of the patient, the site was having difficulty tracking the instrumentation and the patient's screw in ended up breaching the pedicle wall laterally. The site did an additional spin and removed the retractor to get a better looking scan, the t2 screw was removed and replaced, and all other screws were confirmed. The moving frame caused the inaccuracy. There was an inaccuracy of 4.5-5.0 mm. The inaccuracy occurred when the frame attached to the patient was moved/loose. The additional spin fixed the issue and the surgery was completed without incident. There was less than an hour delay in procedure. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: product ID #: 9730605, lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.